Event description:
The facility representative contacted baxter (B)(4) to report a flogard in which the door was broken. There was no patient involvement. The event occurred in the intensive care unit at an unknown process step. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken door was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a broken door in the latch area. The pump head door, bumpers, occlusion detectors and door latch were all replaced to correct the condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will submitted when the evaluation results or if additional information becomes available.